Event description:
Hcp reported overinfusion of the pump. "The aspirated volume did not match with the calculated reservoir-volume, pump flow is too high." A refill in 2003 showed a discrepancy between the actual reservoir volume versus the expected reservoir volume. It was reported that there was no patient injury. The pump was explanted, replaced, and returned to the manufacturer 20 days later. "After replacement of the pump, the patient outcome is ok, therapy works."